Event description:
A facility acls crew connected the device to a pt for purposes of routine monitoring. Reportedly excessive artifact was displayed and the pt could not be monitored with the device. The crew obtained back-up ECG truck cable and were able to continue pt care. The pt was resuscitated. The was no report of adverse affects to the pt associated with the event.